Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pace impedance measurements with current measurements consistently greater than 2,000 ohms. The patient will be brought into the clinic to perform lead integrity troubleshooting. No intervention is planned for now. No adverse patient effects were reported. The lead remains implanted and in service.